Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, an acute anterior myocardial infarction occurred. Twenty months post the placement of a taxus express2 drug eluting stent in the left anterior descending (lad) artery, the patient suffered an acute anterior myocardial infarction resulting in a five day hospitalization. The event left him with an ejection fraction of less than 20%. No additional patient complications were reported. Additional information was requested, but not provided.